Event description:
It was reported that 2 years ago in the year 2013, the patient had withdrawal symptoms and ¿was found to have a blockage from the pump to the tip of the catheter.¿ it was noted that the patient¿s health care provider (hcp) at the time ¿managed the issue.¿ the type of medication being delivered via the device system was not specified. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).